Event description:
It was reported that during use, the stretcher would not brake/steer correctly. To correct this, the user jumped on the stretcher and twisted her ankle. As a result of the ankle injury, the user experienced swelling and bruising. No further information has been provided regarding the treatment of the injury at this time.

Manufacturer narrative:
Investigation is complete. B5 and h codes updated to match investigation results. The user performed a device evaluation and confirmed that the injury was a result of use error.

Event description:
It was reported that during use, the stretcher would not brake correctly. To correct this, the user jumped on the brake/steer pedal and twisted her ankle. As a result of the ankle injury, the user experienced swelling and bruising. It was further reported that the user did not seek medical attention for the injury, but that she did take motrin for the pain.